Event description:
The customer reported via phone call indicating beep/audio anomaly on the insulin pump. Customer's blood glucose was 343 mg/dl. The troubleshooting for beep anomaly was performed. Customer was advised to monitor the device and call if issue recurs. The customer also reported that blank display anomaly on the insulin pump. Customer was advised to insert a new aaa alkaline battery on the device. The customer stated the display did not return. Customer was to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a watchdog alarm and a blank display. The problem was isolated to the mother board. The insulin pump had minor scratches on the display window and a cracked case near the display window corners.